Event description:
The following was reported by the patient's attorney. Patient was treated with a 3d max mesh for an inguinal hernia. The attorney alleges the patient has suffered serious bodily injury, physical pain and suffering.

Manufacturer narrative:
We have contacted this initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the attorney report it is unknown if the device caused or contributed to the reported event. The attorney did not allege a specific device failure and no product identifiers have been provided. Additionally, medical records have not been provided at this time. Without additional information, no conclusion can be drawn.